Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the pedal energy footrest. The system was tested and verified as ready for use. The unit was analyze and upon visual inspection, no issue was found that would related to the reported complaint. The unit was then installed onto the golden system where the swap pedal was perfectly fine. The swap pedal was responsive. This unit was found to be fully functional. The complaint was confirmed based on field action.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the swap pedal on the primary surgeon side console (ssc) was not functioning during dual console use. A system restart was performed but did not resolve the issue. The procedure is continuing with the assisting surgeon operating from the other ssc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was continued by operating the other one console remaining of the dual consoles. Since the reported issue occurred, it has not been able to be confirmed if the swap pedal was able to be functioning or not. During the site visit by field service engineer (fse), the reported issue could not be replicated. Preventive replacement of related parts was carried out.